Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore excluder® aaa endoprostheses. During the procedure, after the main body was deployed, the contralateral leg was deployed, unintentionally covering the right internal iliac artery. The second contralateral leg was then deployed, which also resulted in the coverage of the left internal iliac artery. Blood flow was still observed in the left internal iliac artery. The coverage of both arteries was not corrected. The patient tolerated the procedure. In (B)(6) 2024 (exact date unknown), follow-up imaging revealed compression near the terminal aorta in the contralateral leg implanted in the right leg. On (B)(6) 2024, a re-intervention was performed to repair the compression of the leg device. A bare metal stent was implanted to reline the right contralateral leg. The patient tolerated the procedure. The physician commented that the patient¿s vessel showed tortuosity from the terminal aorta to the ostium of the right common iliac artery. After the initial procedure, the device may have kinked due to the tortuosity of the vessel. Differences in radial force between the left and right devices may have also contributed to the compression.